Manufacturer narrative:
Terumo has received the actual device for investigation; however, terumo is still investigating this issue, and a follow-up report will be submitted when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the cardioplegia table line leaked. The product was changed out. There was no patient involvement as this occurred during prime. The surgery was completed successfully.